Event description:
The customer reported an electrical short and a power failure upon system boot. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cb1 circuit breaker was evaluated and reset. The system was tested and found to be working as intended and returned to service.